Event description:
A female pt contacted lifecor customer support to report that after changing the battery pack this morning she could not get the system to start. The response buttons would not start the unit and the device kept alarming. She tried both battery packs with the same results. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The monitor had a defective response buttons. The response buttons would stick intermittently. The monitor was repaired. The monitor was retested and restocked. The root cause of the response button failure is the metal dome staying in the collapsed convex shape rather than returning to its normal concave shape. The cause of the collapsed dome was determined to be delamination of the spacer layer within the switch. No adverse event resulted from the faulty response button. The pt received a replacement monitor.